Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 3 mmol/l. Customer stated that, he is getting an sg not available and night he had a power failure. The blood glucose level was at 3 mmol/l and the sensor glucose reading was at 2.7 mg/dl and treated for his low by taking sugar and declined troubleshooting for the same. Customer advised to monitor the pump as system may recover and to call back if further assistance is needed. The device is not expected to be returned for analysis.